Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted. On (B)(6) 2014, the patient had laparoscopic repair of an incisional hernia, lysis of adhesions, and abdominal wall reconstruction with mesh. The patient was again implanted with a mesh device. He underwent another surgery to repair a recurrent incisional hernia and extensive lysis of adhesions on (B)(6) 2016 and it revealed the previously placed mesh with fatigue of the mesh, resulting in a large incisional hernia and extensive adhesions. The mesh was resected from the abdominal wall and explanted. He continues to experience abdominal pain. No additional information was provided.